Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The device was used even if the marker lumen was not patent. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: verify marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the device if the marker lumen is not patent. It is unknown if the IFU deviation contributed to the reported difficulties. A conclusive cause could not be determined for the reported obstruction of flow, difficult to flush and unexpected medical intervention. Factors that may contribute to difficulty to flush include, but not limited to manufacturing, lumen obstruction and incorrect user technique (marker lumen flushing). Factors that may contribute to obstruction of flow include, but not limited to under insertion, clogged marker port/ lumen or improper insertion angle. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6: medical device problem code 2017 clarifier - failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a prostyle device after an interventional permanent pacemaker implantation procedure via an 8f sheath. Reportedly the device failed to flush with saline during prep. Despite this, the device was attempted within the patient; however, blood flow was not observed exiting the marker lumen. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.